Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: (B)(6) lbs. Concurrent conditions included overweight. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss,"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia,") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, dyspareunia, vaginal infection, fatigue, migraine, nausea, allergy to metals, weight increased, cystitis and urinary tract infection outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details-the micro-insert was then inserted through the left ostium and deployed. The procedure was then repeated on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 18-oct-2019: pfs received- lot number were added. New events abnormal bleeding (vaginal), dyspareunia, fatigue, hair loss, migraines / headaches, nausea, nickel allergy, weight gain, bladder infection¸ uti, vaginal infection were added. Outcome of abdominal pain, menorrhagia updated to recovered / resolved. New reporter, patient information, medical history, lab data were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 205 lbs. Concurrent conditions included obesity and dysfunctional uterine bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss,"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia,") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraines/headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, dyspareunia, vaginal infection, fatigue, migraine, nausea, allergy to metals, weight increased, cystitis and urinary tract infection outcome was unknown and the abdominal pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details-the micro-insert was then inserted through the left ostium and deployed. The procedure was then repeated on the right side. Trailing coils: left-3, right- 4. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram- in (B)(6) 2016: total bilateral occlusion. Batch no: d13379; production date: 2014-09-24; expiration date: 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-jun-2021: medical record received. Rcc and medical history added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 205 lbs. Concurrent conditions included obesity and dysfunctional uterine bleeding. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss,"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia,") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full), bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, dyspareunia, vaginal infection, fatigue, migraine, nausea, allergy to metals, weight increased, cystitis and urinary tract infection outcome was unknown and the abdominal pain, vaginal haemorrhage and heavy menstrual bleeding had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, heavy menstrual bleeding, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details-the micro-insert was then inserted through the left ostium and deployed. The procedure was then repeated on the right side. Trailing coils: left-3, right- 4 ,. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Batch no : d13379, production date : 2014-09-24, expiration date : 2017-09-28. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 15-jun-2021: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (batch no. D13379) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Medical conditions: current weight: 205 lbs. Concurrent conditions included obesity. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2016, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), alopecia ("hair loss,"), menorrhagia ("abnormal bleeding (menorrhagia)/ menorrhagia (heavy menstrual bleeding)"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia,") and fatigue ("fatigue"). In (B)(6) 2017, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), vaginal infection ("vaginal infection"), migraine ("migraines / headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), cystitis ("bladder infection") and urinary tract infection ("uti") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (full)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, alopecia, dysmenorrhoea, dyspareunia, vaginal infection, fatigue, migraine, nausea, allergy to metals, weight increased, cystitis and urinary tract infection outcome was unknown and the abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, cystitis, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, migraine, nausea, pelvic pain, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. The reporter commented: insertion details-the micro-insert was then inserted through the left ostium and deployed. The procedure was then repeated on the right side. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.2 kg/sqm. Hysterosalpingogram - in (B)(6) 2016: total bilateral occlusion. Batch no : d13379, production date : 2014-09-24, expiration date : 2017-09-28. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-nov-2019: quality safety evaluation of ptc. We received a lot number. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.